Event description:
It was reported that the device provided inaccurate sp02 readings. Customer reported that the device would not pick up on the patient. After multiple probe changes and oximeter location changes, the saturations would fluctuate to the high 90's and back down to the 60's and the patient appeared to not be in distress. There were no known impact or consequence to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.